Event description:
New information received notes high right ventricular (rv) capture threshold was noted prior to procedure.

Event description:
It was reported that a patient presented to clinic for a device changeout. During the procedure it was noted that there was high capture threshold on the right ventricular (rv) lead so the clinician decided to replace the rv lead as well. The rv lead was capped and replaced during the procedure on (B)(6) 2021. There were no patient consequences before, during, or after.